Manufacturer narrative:
Product investigation is in progress.

Event description:
String broke away from tampon; I had to go to urgent care to have it removed [foreign body in reproductive tract]. String broke away from tampon [device breakage] . String broke; unable to remove tampon [complication of device removal] . Case narrative: consumer reported via email that the string broke from the tampon. No serious injury was reported. Correction: lot code updated.

Event description:
String broke away from tampon... Had to go to urgent care to have it removed [foreign body in reproductive tract]. String broke away from tampon [device breakage]. String broke...unable to remove tampon [complication of device removal]. Case narrative: consumer reported via email that the string broke from the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke away from tampon... Had to go to urgent care to have it removed [foreign body in reproductive tract] string broke away from tampon [device breakage] string broke...unable to remove tampon [complication of device removal] case narrative: consumer reported via email that the string broke from the tampon. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String broke away from tampon... Had to go to urgent care to have it removed [foreign body in reproductive tract] string broke away from tampon [device breakage] string broke...unable to remove tampon [complication of device removal] case narrative: consumer reported via email that the string broke from the tampon. No serious injury was reported. Correction: lot code updated.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String broke away from tampon... Had to go to urgent care to have it removed [foreign body in reproductive tract]. String broke away from tampon [device breakage]. String broke...unable to remove tampon [complication of device removal]. Vaginal bleeding [vaginal haemorrhage]. Case narrative: consumer reported via email that the string broke from the tampon. No serious injury was reported. Additional information: report updated per consumer questionnaire received.